Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the tip of the pituitary broke. All of the broken pieces were removed. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of the returned device shows that the lower shaft is broken off at the center of the pivot pin. Optical examination discovered a quasi-brittle fracture, with witness marks and a fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.